Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade IV.

Event description:
Patient reported left side capsular contracture baker grade IV and exchange from textured to smooth due to concern with the product. Patient additionally reported lump not related to the device. Device remains implanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: a4, b5, d6b, g1, g2, h6

Event description:
Patient representative additionally reported " ¿mental anguish and fear of increased risk of alcl, removal of implants due to fear of alcl, anxiety¿, "left breast displacement", "significant scarring, disfigurement" (non device related). The device has been explanted and replaced.